Manufacturer narrative:
This product is registered as a combination product. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that when the patient presented in clinic for a follow up, the right atrial lead was found dislodged via x-ray. Fluoroscopy also revealed lead dislodgement during procedure. The lead was explanted and replaced. The patient was stable before, during and after the procedure.

Manufacturer narrative:
A complete lead was returned in one piece measuring 45.8 cm. The damage found was sustained during the surgical procedure. The lead was otherwise normal.